Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with fatigue due to irregular pacing rate. Review of the episodes revealed non-sustained rv oversensing due to far -p wave overseinsg on the rv channel. Programming changes were made. The issue with far- p wave oversensing was resolved. The patient will continue to be monitored with regular follow-ups.